Event description:
When unloading the second needle from the covidien endo stitch auto suture suturing device, the endo stitch needle broke in half. One half of the needle was recovered and the other half of the needle was retained in the device, rendering it unable to be used. A new device was opened and used with no further issue. Diagnosis or reason for use: laparoscopic total hysterectomy.